Manufacturer narrative:
H6: investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0225034 was satisfactory per internal procedures. Filling, labeling, and packaging processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and there is one other complaint on this batch for labeling. Retention samples from batch 0225034 were available for inspection. All 100/100 retention tubes had properly affixed tube labels. Missing labels is a labeling defect that can occur during the manufacturing process and are investigated in the same manner. The labeling process for material 245122 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels applied to tubes, affixed to the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label reconciliation for batch 0225034 shows there was not a shortage of labels after the manufacturing process. However, a shortage of labels after manufacturing would not support the incidence of missing tube labels. One photo was received to assist with the investigation: the photo shows one tube without any labels. A shipping report was also received for batch 0022534. No returns were received to assist with the investigation. The complaint can be confirmed from the photo provided. The manufacturing procedure has been updated to aid in the prevention of missing labels. The procedure was revised as of december 8, 2021. The customer should have a better experience with batches made after this date. Bd will continue to trend for labeling.

Event description:
It was reported that while using 34 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml missing labels were observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "more than 30 bbl mgit960 7ml culture tubes were missing lable(s) recently."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 34 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml missing labels were observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "more than 30 bbl mgit960 7ml culture tubes were missing lable(s) recently."